Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer was off of insulin pump therapy for 2 days due to insulin pump not working properly per healthcare professional, as blood glucose had been high. It was reported that when attempts were made to turn insulin pump back on, it would not turn back on even after battery changes. Customer¿s blood glucose was unknown at time of incident. Troubleshooting could not be performed as customer was available with insulin pump. Insulin pump will not be return for analysis.